Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of a partial lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion noted at 10.6cm to 12.5cm from the connector pin, that breached the optim sheath. The silicone insulation beneath was intact in this region. The cause of the external insulation abrasion was consistent with friction to the device can.